Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset steps, confirmed the malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction alarm appeared again, which customer acknowledged and understood.